Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was stenosis and non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient heard an alarm yesterday ((B)(6) 2017) but it could have been before that. On (B)(6) 2017 the patient heard 3 beeps and about 2 hours ago the patient heard a siren. The reservoir went dry over the weekend. The hospital pharmacy mixes it under certain conditions. They could not get the medication until tomorrow morning ((B)(6) 2017). In the meantime, the pump had stopped beeping. The patient was to follow up with the healthcare provider and was going for a refill on (B)(6) 2017. No symptoms were reported. No further complications were reported.